Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 236, 288, 287, 242 and 251 mg/dl. The customer¿s expected fasting blood glucose test result range is 130-150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 341 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/31/2024 and open vial date is 2 weeks ago. The meter memory was reviewed for previous test result history: result 1: 236 mg/dl , date: 04-25 , time: 08:14 am, fasting. Result 2: 288 mg/dl, date: 04-25 , time: 08:12 am , fasting. Result 3: 287 mg/dl , date: 04-23 , time: 05:45 pm , fasting. Result 4: 242 mg/dl , date: 04-22 , time: 08:18 am , fasting. Result 5: 251 mg/dl , date: 04-21 , time: 09:00 am , fasting.

Manufacturer narrative:
Sections with additional information as of 20-jun-2023: meter and test strips were not returned for evaluation. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.